Event description:
It was reported that an ilet insulin pump had a cracked, nonresponsive screen, rendering the device unusable and leading the user to transition to multiple daily injections as back-up therapy. Symptoms included hyperglycemia with a maximum blood glucose of 280 mg/dl and elevated readings above 180 mg/dl for a few hours, during which high-glucose alerts were received for over 90 minutes. Outcomes included no medical intervention, no assistance required, and no acute health effects. Investigation included customer service troubleshooting to confirm the screen damage and coordination of device replacement logistics and inspection of the returned device. Investigation of this case revealed physical damage to the user interface consistent with a broken display, which prevented normal operation of the device. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.